Event description:
The patient reported that it burns when they go to the bathroom and think they may have an infection as of a couple of days prior to report date. Improvement has been seen with regards to their original symptoms since implant, with 50% symptom reduction and no need to catheterize. The patient is searching for an healthcare provider (hcp) that can assist them as they need medications/elmiron for their pre-existing bladder disease, interstitial cystitis, or they could die. The patient also has had discomfort since the implant and an x-ray was planned to check on the implant but did not take place due to their healthcare provider (hcp) dismissing them due to an attempted suicide/alcoholism prior to implant and trial. It was reiterated on (B)(6) that the patient is hurting real bad, their stitches are coming out, and believe the implantable neurostimulator (ins) may have moved, along with a possible urinary tract infection. The patient's indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.